Manufacturer narrative:
Fiber was evaluated with a clearly evident bend in the fiber at the proximal end of the fiber immediately behind the rear stainless steel sma pin under the heat shrink. There was a puncture noted in the heat shrink at the apex of this bend. The bend is an approximate 45 degrees from the rear stainless steel sma pin. The customer stated that "fire shot out of the wire during the case." After eval, it was hypothesized that the 'fire" observed was laser energy burning the heat shrink at the apex of the noted bend directly behind the sma pin attached to the laser. This bend could only have occurred from the application of external mechanical force to the fiber directly behind the rear stainless steel sma pin. This fiber bend (break) could only have occurred during fiber use by the end user as such an evident bend (break) would have failed power testing during fiber mfg in addition to being clearly noted by fiber production personnel as an abnormal defect. Fiber was tested mechanically and passed mechanical testing. There does not appear to be any material defects related to this fiber. A fiber from the same package (lot) was used to complete the procedure.

Event description:
Holmium laser fiber user stated that fire shot out of the wire (fiber cable) during the (a) case. A pt was involved but not injured. The case was completed with another one (fiber) from the same package.